Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that she was stuck on the first screen and the pump was blank. Customer stated that when pressings buttons they are not responding. Customer was advised that pump is out of warranty. Customer was advised to get in contact with health care provider for order of new pump.